Manufacturer narrative:
The elecsys hcg+ss reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+ss assay on a cobas e 801 analytical unit. The initial result was 143 iu/l. The physician questioned the initial result being high in value and ordered a new sample to be drawn and tested, resulting in an hcg+ss value of <1 iu/l twice. The original sample was then repeated, and the repeat result was < 1 iu/l.